Manufacturer narrative:
Com-(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A global transmitter functional test was performed and the transmitter passed. A pairing test with nordic bluetooth device was performed and the transmitter passed. A voltage test was performed and the transmitter passed.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 a loss of connection occurred. No product was provided for evaluation. Data was received for evaluation, confirmation of the issue was confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.